Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified middle to distal right coronary artery. A 1.75 mm rotapro was selected for use. During the procedure, it was noted that the speed was unstable, ranging from 150,000 rpm to 230,000 rpm which exceeded the set speed of 180,000 rpm. The procedure was completed with a different device. There were no patient complications reported.